Event description:
It was reported that the customer received a no delivery alarm during prime. Customer cleared the alarm, reconnected and noticed that her blood glucose was very high and received a check settings alarm. Blood glucose value was 25.0 mmol/l; treated with manual injections. Customer was advised to deliver a 5.0 unit fill cannula to make sure the tubing was not occluded; insulin did exit and no alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.